Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a stuck reed switch, accounting for telemetry running full-time and the inability to run a new capture management session. This depleted the battery twice as fast as normal, and would also have inhibited elective replacement indicator (eri) from tripping due to no battery measurement capability. It was also reported that the ipg had high impedance, showing an increasing trend in the ventricular measurements over time. Also present was an increasing trend in ventricular threshold. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.